Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for evaluation. Visual and microscopic examination of the needle revealed multiple cracks in the introducer needle hub. The overall length of the needle measured 1.10" which is not within specification of 2.643-2.713" per product drawing. The needle returned does not match the needle that should have been provided within this kit. This means the customer did not return the correct needle or did not report the correct material and lot. The needle hub was tested for leaks by attaching an inventory ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record review was performed and no relevant findings were identified. The customer complaint of "needle pulls air" was confirmed through this investigation. Visual inspection revealed the needle hub contained multiple cracks. A DHR review was completed with no relevant findings. However, the needle that was returned did not match the needle that is provided within the kit of the material that was reported. Therefore, based on the sample that was returned and the information provided, this investigation is deemed undetermined. Teleflex was continue to monitor and trend for complaints of this nature.

Event description:
The customer reported that the "needle pulls air".

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the "needle pulls air".